Event description:
Chemo spill when triport luer locks worked themselves a part resulting in blood, chemo and IV fluid spill on pt, floor and bed. Chemo spill precautions utilized. Luer lock's bridge taped. This was the most severe of the events. Reported to MFR. They are taking corrective action.